Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated an alarm. It is unclear which type of alarm the unit generated. It is unknown under which circumstances this event occurred; however, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The fse found the drive transducer to be intermittent. This iabp often is used on transport, so the vibrations could have been causing issues with the transducer. The fse replaced the transducer and calibrated the unit. The fse then, ran on a balloon for 8 hours to verify operation. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated an alarm. It is unclear which type of alarm the unit generated. The machine showed "no atmosphere or drive pressure". It is unknown under which circumstances this event occurred. There was no patient involvement; thus no adverse event was reported.